Manufacturer narrative:
Two leads were implanted: first lead: product description: evoke cap12 percutaneous lead kit - 60cm (us). Serial/lot #: (B)(6). Manufacture date: 9/5/2024. Expiration date: 9/5/2026. Second lead: product description: evoke cap12 percutaneous lead kit - 60cm (us). Serial/lot #: (B)(6). Manufacture date: 12/09/2024. Expiration date: 12/09/2026.

Event description:
A patient with an evoke spinal cord stimulation (scs) system underwent implantation of a pain pump. During the procedure, the physician elected to revise the evoke leads to provide additional sacral coverage. Post procedure, the patient experienced incontinence and a catheter was placed. Approximately two weeks later, the patient reported inadequate pain relief and intermittent incontinence. The physician is continuing to adjust the pain pump medication dosage.